Manufacturer narrative:
Additional information: h3-device evaluation- lens returned dry in a mico-centrifuge vial with clear surgical residue on product. Visual inspection found haptic torn/bent and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -11.0/1.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.